Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed due to lcd damage. A receiver boot test was performed and failed due to the lcd damage. Functional tests were not performed due to lcd damage. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to lcd damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.